Event description:
The patient stated, the pump buttons no longer spring back and will no longer activate desired pump functions. The patient reportedly went swimming earlier in the day. The patient denies cleaning the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be torn at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting button function. The damaged keypad should be obvious and detectable by the user and should alert the user to discontinue use of the device. The up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.